Event description:
It was reported that there was a malfunction resulting in potential loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure switch was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - (B)(4).